Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent placement in the pancreatic duct performed on (B)(6) 2020. According to the complainant, when trying to insert the advanix pancreatic stent, the passability with guidewire was very hard and it became difficult to remove. Eventually, it stent became torn off. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of stent broken. Block h10: the returned naviflex rx pusher was analyzed, and a visual evaluation noted no visual issues were found; however, the stent was not returned for analysis. The reported event of stent break was not confirmed. The stent was not returned for analysis. Based on the product analysis of the returned delivery system, it was determined that the unit showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: the following fields have been updated based on information obtained from the returned device.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher and advanix pancreatic stent was used during a pancreatic stent placement in the pancreatic duct performed on (B)(6) 2020. According to the complainant, when trying to insert the advanix pancreatic stent, the passability with guidewire was very hard and it became difficult to remove. Eventually, it stent became torn off. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.